Event description:
It was reported that the large suturecut needle driver instrument cables broke while suturing the prostate during a da vinci prostatectomy procedure. The instrument was exchanged for a backup instrument and the planned procedure was completed. No missing or fallen pieces were reported. There was no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip close cable was broken at the grips, crimp was still attached. The grips and other cables displayed no damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.